Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, however moisture damage found on the electronics and motor. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer was push in the swimming pool and the insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer also reported crack under the screen where the vial goes in. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis